Event description:
The customer reported an interlock failure error message. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.